Manufacturer narrative:
The explanted equipment was discarded by the medical facility and will not be returned for evaluation.

Event description:
During a lead revision procedure, the implant would not communicate with the external equipment. The patient failed to charge the impact prior to the procedure. The surgeon decided to implant the patient with a new advanced bionics spinal cord stimulator.